Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2019. (B)(6). Lot 19h046 was manufactured from august 20-21, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed evidence that there was a bladder ruptured. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured which resulted in a leak of solution from the housing. The bladder rupture occurred during filling with an unspecified chemotherapy medication prior to patient use. There was no patient involvement. No additional information is available.